Event description:
It was reported that the patient experienced difficulty charging the spinal cord stimulation (scs) implantable pulse generator (ipg) due to the ipg having tilted and twisted in the pocket over the last two years. The patient underwent an ipg pocket site revision procedure where the ipg was moved higher in the left abdomen. The patient was recovering well postoperatively and able to successfully charge the ipg.